Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device was implanted after the use by date about five years ago. The device had been explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.